Manufacturer narrative:
According to the initial report received via email on (B)(6) 2024 from the artivion product tracking associate, s.p., received explant irc notification with new irc notification from hospital. Onxaap 27/29, serial number: (B)(6), was explanted on (B)(6) 2025. This event is relegated to onxaap 27/29, serial number: (B)(6) with the allegation of explant due to unknown indication. Additional information received from the hospital is as follows: pre-operative diagnosis 1. Prosthetic aortic valve and dacron graft endocarditis with positive blood culture for staph aureus, status post root plus ascending/hemiarch replacement in 2022. 2. Marfan syndrome. 3. Rapid progression of root abscess despite appropriate intravenous antibiotics. Post-operative diagnosis 1. Prosthetic aortic valve and dacron graft endocarditis with positive blood culture for staph aureus, status post root plus ascending/hemiarch replacement in 2022. 2. Marfan syndrome. 3. Rapid progression of root abscess despite appropriate intravenous antibiotics. 4. Extensive purulent collection surrounding the root and ascending aortic graft. For additional information see attachment titled: operative record. No additional information forthcoming. The manufacturing records for onxaap-27/29 sn (B)(6) were reviewed by quality assurance/quality control (qa/qc) and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Change order(s), (B)(4), for leaflet tuning are performed as a part of the standard manufacturing process. A clinical researcher and medical director reviewed the available information. An onxaap-27/29 serial number (B)(6) was implanted on 03mar2022 in a 23-year-old male with a history of marfan syndrome, and 1,071 days post-implant it was explanted and replaced with onxaap-27/29 serial number (B)(6). Information from the surgeon indicated that the valve had been removed due to endocarditis. According to the operative notes the patient began experiencing high fevers, malaise and was identified as having positive blood cultures for staph aureus a few weeks prior and was at first treated with IV antibiotics. The CT and echocardiograms demonstrated extensive infection involving the root and the ascending graft. The explanted valve was not returned to the manufacturer for examination. A review of the original manufacturing records shows no abnormalities. With the information provided, the source of the endocarditis is unknown. However, because all on x valves undergo validated terminal sterilization prior to distribution, the valve is unlikely to be the source of the infection 1,071 days post implant. The instructions for use (IFU) for the on-x valve states that reoperation, including explantation, may result from a complication, in this case, endocarditis, a known potential event acknowledged in the IFU. Though rare, historically, endocarditis occurs at a rate of (B)(4)/patient-year for mechanical aortic heart valves [iso 5840-2:2021]. Endocarditis is the root cause for the explantation of the aortic on-x valve. Because all on-x valves undergo validated terminal sterilization prior to distribution, the valve is unlikely to be the source of the infection. A quality engineer performed a review of the information to compile a risk analysis. Endocarditis is the root cause for the explantation of the aortic on-x valve. Because all on-x valves undergo validated terminal sterilization prior to distribution, the valve is unlikely to be the source of the infection. A product failure mode is not identified; thus, severity and occurrence is not evaluated. A complaint and recall query were performed for serial number (B)(6) to identify previously reported complaints or recalls associated with this serial number. No complaints or recalls were identified for this serial number. Endocarditis is the root cause for the explantation of the aortic on-x valve. Because all on-x valves undergo validated terminal sterilization prior to distribution, the valve is unlikely to be the source of the infection. The manufacturing records confirmed that all records were controlled, available for review, and met all specifications per the device master record. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on (B)(6)2024, artivion received explant irc [implant registration card] notification with a new irc notification from hospital. Onxaap 27/29, serial number: (B)(6), was explanted on (B)(6) 2025. The valve was implanted on (B)(6) 2022.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.